Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR reports # 1058196-2011-00013; # 1058196-2011-00014; and # 1058196-2011-00015.

Manufacturer narrative:
It was reported that there was difficulty advancing the 3.5x7.5 trufill dcs orbit mini complex fill ((B)(4)) through the prowler 14 ((B)(4)) microcatheter due to resistance/friction. With withdrawal of the coil some difficulty was experienced and after removal from the patient the coil was noted to be stretched with inspection. The microcatheter and coil were exchanged for new devices. Then when attempting implant another trufill orbit mini complex fill 3.5 x 7.5 coil ((B)(4)) part of the coil filled into the aneurysm but the aneurysm could not be filled any more. The physician then removed this coil and found it to be stretched upon inspection after removal. The physician then used an enterprise vrd stent to re-model the neck of the aneurysm and implanted two additional coils to complete the procedure successfully. No further information has been obtained in response to investigative efforts. (B)(4): the product was returned for inspection. A non-sterile prowler select 14 was received coiled inside of a plastic bag. It was inspected and several compressed/flat/twisted sections were found on it. No anomalies were observed on hub. The ID of the microcatheter was measured and it was found within specification. Hub was inspected under microscope and no anomalies were observed. The distal section of the device was inspected under microscope and the compressed/flat/twisted sections found on the visual analysis were confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction was confirmed with functional testing. The cause during this testing was due to the compressed/flat/twisted sections of the microcatheter. The cause of these damages could not be conclusively determined; however, procedurally the microcatheter would have been positioned over a guidewire to the target site prior to attempted insertion of the orbit coil that had friction during introduction. Based on this, it appear that the damages likely occurred post manufacturing and shipping, possibly due to procedural/handling factors. Neither the device history review nor analysis indicates any issues related to the manufacturing process. Additionally, inspections are in place to detect these types of damages during the manufacturing process prior to leaving the facility. The records indicated that the product meets specification prior to shipment. Although no conclusion can be made, it is possible that procedural factors contributed to the reported resistance/friction with the microcatheter. Therefore, no corrective actions will be taken at this time. This is one of three products used during the same procedure. Please reference MFR. Report # 1058196-2011-00013; # 1058196-2011-00014; and # 1058196-2011-00015.

Event description:
The report received from the affiliate indicated that during a coil embolization, when the physician was advancing the first trufill orbit mini complex fill 3.5 x 7.5 coil (coil/complaint product #1) through the prowler 14 microcatheter, he encountered some resistance/friction. The physician then withdrew the coil and experienced some withdrawal difficulty. Inspection of the coil after removal indicated the coil was stretched. The physician then exchanged the microcatheter and the coil. He attempted to implant another trufill orbit mini complex fill 3.5 x 7.5 coil (coil/complaint product #2), and a part of the coil filled into the aneurysm but the aneurysm could not be filled any more. The physician then removed this coil and found it to be stretched upon inspection after removal. The physician then used an enterprise vrd stent to re-model the neck of the aneurysm and implanted two additional coils to complete the procedure successfully. There was no reported patient injury. Additional information has been requested.